Event description:
On (B) (6) 2010, pt was taken to the operating room for a diagnostic abdominal laparoscopic procedure. During this procedure, a small plastic object was retrieved, which appeared to have come from a conmed 5-12mm entree 11 valve/reducer. An abdominal laparoscopic procedure was performed on (B) (6) 2010, also using the conmed 5-12mm entree 11 valve/reducer. We suspect that the small plastic object that was retrieved on (B) (6) came from the 1/29 procedure. There were no adverse effects from the object and it was not the reason for the second procedure.